Event description:
The patient was implanted one year ago and ¿recently¿ the battery site/ipg was getting really hot in the evening. This occurs in the absence of recharging as well. The patient runs a fever in the afternoon. The patient was going to make an appointment with her pain doctor. There was no further information at this time. No additional follow up is possible.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).